Event description:
It was reported when using the pyxis medstation es system, encountered an unforeseen error message. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a station that is incapable of documenting transactions. A field service engineer successfully reimaged the station to version 1.8 in order to resolve the issue. The system functioned as intended after the field service engineer had troubleshot the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.